Event description:
It was reported that pt underwent hemi-shoulder arthroplasty in 2005. Humeral head component reportedly disassociated from the stem component and revision procedure was performed in 2005.